Manufacturer narrative:
Reported event: an event regarding a loosening of a tritanium shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for investigation. Medical records received and evaluation: insufficient patient medical records were provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because insufficient patient medical records were provided for review. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the cup loosened causing instability.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
It was reported that the cup loosened causing instability.